Event description:
It was reported that a patient did not follow proper procedures in peritoneal dialysis therapy. The patient stated that the patient line did not fully prime because they had a closed clamp on the patient line. The patient then advanced to the initial drain cycle and connected themselves to the unprimed line. The technical services representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient kept the clamp on the patient line closed, resulting in an incomplete prime and then connected to the unprimed line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.